Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in operating room for implant procedure. During implant, right ventricular lead exhibited low pacing impedance and failure to capture. It was also noted that there was insulation damage at the suture sleeve. The lead was explanted and replaced with a new lead successfully. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10 the reported events of low pacing lead impedance, no capture and insulation damage were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection found both inner and outer insulations were damaged, and the inner and outer coils were compressed at the suture sleeve tie location consistent with damaged due to suture tie down forces. The cause of the reported events was isolated to the damaged inner insulation due to overtightened suture sleeve consistent with procedural damage.